Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of 600 mg/dl. Cause of bg level was not known. Customer went to the emergency room to address high bg's. Reportedly, customer reverted to an alternate method of insulin therapy. Customer declined troubleshooting. No additional information was able to be obtained.